Event description:
In 2005, it was reported to boston scientific corporation, that a procedure using an ultraflex non-covered esophageal stent occurred. According to the complainant, approximately half-way of stent deployment, resistance was encountered. Attempting to continue deployment, the suture broke. The delivery system and stent were removed. The procedure was successfully completed using another ultraflex non-covered esophageal stent. There were no complications and the patient's condition was reported as "good."

Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.